Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of monitor (B)(4) and electrode belt (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient received three treatments. Accelerated idioventricular rhythm with bbb contributed to the false detections. The response buttons were pressed briefly after the second treatment but not immediately prior to the treatments. The patient went to the hospital for further evaluation.